Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief during a programming visit. Scar tissue was encountered during lead implantation, resulting in sub-optimal lead placement, likely contributing to the reported event. Reprogramming was attempted multiple times but unable to provide adequate pain relief in the target area. The evoke scs system was explanted.